Event description:
A low reading issue was reported with the adc device. A customer reported that at 10:32 on (B)(6) 2022, a low scan of 69 mg/dl was received followed by a ¿lo¿ (readings less than 40 mg/dl) error message at 2:12 am on 1(B)(6) 2022 however, no comparative readings were done. The customer experienced a loss of consciousness and was ¿like a dead person¿ and their spouse attended to them but did not provided any medical treatment. The customer further reported that a follow up sensor of 63 mg/dl was received and they were unable to self-treat due to their symptoms but did not receive treatment from any third party or self-treat. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
The reported sensor ((B)(4)) was returned and investigated. Visual inspection was performed on the returned sensor and no issues were observed. The sensor plug was seated in mount properly. Extracted data from returned sensor using approved software. Sensor found to be in state 5 (indicating normal termination). The sensor plug assembly was inspected, no failure mode observed. The accuracy test was performed and all results were within specification. No malfunction or product deficiency was identified. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs for the fs libre sensor and fs libre sensor kit were reviewed and the dhrs showed the fs libre sensor and sensor kit passed all tests prior to release. All pertinent information available to abbott diabetes care has been submitted.